Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 300 mg/dl with extreme drowsiness, polydipsia and trace ketones associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that pump had emitted multiple loss of prime warnings despite changing the cartridge multiple times. It was reported that the user tried at least 3 separate cartridges from 2 separate boxes and the problem persisted. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016 device evaluation: the device has been returned and evaluated by product analy.sis on 01/26/2016 with the following findings: the black box showed multiple loss of prime warnings associated with a low non-zero force leading to delivery interruptions on (B)(6) 2015 and from (B)(6) 2016 to (B)(6) 2016. The total daily doses (tdd) added up correctly. During the load step function, the pump failed to recognize the cartridge, giving a ¿no cartridge detected¿ warning. The original complaint could not be adequately investigated due to a load step malfunction. The pump cover was removed and a cracked trace was observed near the force sensor pins. Unrelated to the original complaint, the audio bolus button cover was missing and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.